Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet bionic pancreas, with the lowest blood glucose reported at 40 mg/dl and lows occurring overnight; the user stated they were not announcing meals and used oral carbohydrates (hashbrowns) to correct lows, and customer support reviewed algorithm steps and insulin on board and referred the case for further review. Symptoms included shakiness and sweating. Outcomes included an interruption of normal daily activities without hospitalization or professional medical intervention. Investigation included a review of available device data and troubleshooting with user education. Investigation of this case revealed cause unclear. It was concluded that the event was related to hypoglycemia with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance